Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6942 implantable tachy lead (B)(6) 1997. (B)(4).

Event description:
It was reported that the device had an electrical reset. It was noted that the patient was undergoing radiation therapy. The reset was cleared and the device remains in use. The device remains in use. No patient complications have been reported as a result of this event.